Event description:
It was reported that the patients paddle lead was not functioning properly and appeared to be damaged. The patient underwent a revision wherein the lead was explanted. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.